Manufacturer narrative:
The insulin pump alarmed a21 after battery installation due to component on the interface board leaking voltage. However, received with all operating currents within specification and passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms or e70 error alarms were noted. The motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked display window, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The customer's blood glucose level at the time of incident was over 600mg/dl. The customer's most current level was unknown. The mother states the pump would not dispense insulin and alarmed for motor error. Troubleshoot was conducted. The customer reported the presence of motor position encoder error alarm. The customer was advised the pump would have to be replaced and returned for analysis.